Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms that appear consistent with the reported corrosion at the connection between the pump cable and the modular cable. However, corrosion on the modular cable side was unable to be confirmed as no images of the modular cable inline connector pins were provided, and the device was not returned for evaluation. The submitted system controller event log file contained events from 30oct2025. A driveline communication fault alarm, associated with communication a line faults, was active throughout a majority of the log file. No other notable events or alarms were captured. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , until they were transplanted (see the pump investigation for outcome information). The relevant sections of the device history records for modular cable, lot # 10269121 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instruction on how to do so. Several sections of the IFU and patient handbook warn the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Additionally, section 4 of the patient handbook, ¿living with the heartmate 3¿, and section 7 of the patient handbook, ¿frequently asked questions¿, contains information on proper showering methods. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 10 of the patient handbook, ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the driveline disconnect that occurred on (B)(6) 2026 was unclear. No further troubleshooting was performed. The patient was upgraded on the united network for organ sharing (unos) list and transplanted on (B)(6) 2026 due to ongoing vad alarms that continued despite troubleshooting.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault alarm. The alarm was cleared in the clinic and was not able to be reproduced. The patient was being sent for x-rays. There were no obvious kinks or breaks seen. Log files were sent for review. The log file captured driveline comm fault alarms throughout the event history. There was a chance that there may be oxidation buildup within the modular connector. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended. The modular cable was exchanged. The connection on the patient side appeared to have oxidation, and another driveline fault alarm occurred. The pump was working right now. Technical services was to be onsite on (B)(6) 2025 to clean the pump side connector to resolve the alarms.

Event description:
It was noted that the patient had the alarm in the past, and it was resolved with the patient disconnecting and reconnecting their driveline on their own. It was also noted that this had occurred twice in the last year and the patient¿s modular cable and controller were replaced last (B)(6). The modular cable was exchanged on (B)(6) 2025. Technical services was onsite on12nov2025 to clean the inline connector. The patient was supported with inotropes prior to cleaning due to an ejection fraction of 10% per echocardiogram. It was also noted that the patient was having driveline power faults when interrogated prior to the cleaning procedure. The patient tolerated all three pump stops well to thoroughly clean the surface and pin sockets. No further comm or power faults noted post cleaning. On (B)(6) 2025, the customer sent log files review after the modular cable cleaning. The log file showed that after the two pump stops, the driveline faults had not returned. The data that triggered the driveline power faults had not returned to normal ranges however, so given time the driveline power fault would likely return. On (B)(6) 2025 log files were again sent for review. After the cleaning of the inside of the modular cable for corrosion, the patient reported having more driveline fault alarms staring on (B)(6) 2025. The alarm was placed on silence. The event log captured driveline power faults starting 16nov2025 at1006 and then at1007 low flow/driveline disconnect/pump off events for around 3 seconds. The patient reconnected and then driveline power faults continued for the remainder of the log. Per technical services, the modular cable was not exchanged during the previous cleaning as the pins looked clean, and they felt it was not necessary. Technical services recommended to schedule another cleaning or to splice in a new connector.